Manufacturer narrative:
Additional information: d4, h4. The associated device, used in treatment, was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The threaded tip of the retaining rod on the device fractured off, rendering the device inoperable. The threaded tip was returned with the device. The device was manufactured in 2016 and shows signs of extensive wear / usage. A review of complaint history did not reveal additional complaints for the listed batch for the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that during a planned meta-tan removal (implanted on (B)(6) 2019), when trying to remove the lag screw with the lag screwdriver, the tip of the inner rod of the screwdriver broke off, and the broken tip was removed from the patient. There was a backup device available. Without removal of the nail, the procedure was completed. There was a 30 minutes delay. Later, the same surgery was performed on another day to remove the implants safely.